Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump. The customer's blood glucose level was 594 mg/dl. The customer did not mention any symptoms of their blood glucose levels. Customer stated he did not connect the reservoir and the tubing connector correctly which caused the insulin to go into the reservoir compartment. The customer was assisted with troubleshooting and the device passed the test functions. The customer did not return the product back for analysis.